Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the pk dissecting forceps instrument and subsequently was not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's conductor wire to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument did not pass the electrical continuity testing. The yaw pulley showed no sign of arcing. Failure analysis investigation also found the following additional damages: the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a piece near the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. Failure analysis concluded that the damage may be due to mishandling/misuse. The instrument's pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. The instrument's bipolar pins were bent. One pin was bent at the housing backend. Failure analysis concluded that the damage to the bipolar pins may have been due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional findings of the broken yaw pulley with missing material, frayed cable, and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.